Event description:
It was reported that the user experienced low glucose events and had been pausing insulin delivery on the ilet pump, after which the user was advised by the clinical team not to pause insulin delivery and to follow best practices for avoiding hypoglycemia. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed, with treatment using oral glucose. Investigation included a review of user-reported event details. Investigation of this case revealed that the cause of hypoglycemia was unclear and that user behavior of pausing insulin delivery was identified and addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.